Manufacturer narrative:
The device has been received, but not evaluated by manufacturer, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a hydrajagwire was used during a procedure performed on (B)(6) 2010. According to the complainant, the physician attempted to place a non-bsc stent in the pancreatic duct. Before the non-bsc stent was out of the scope, the physician noted that the hydrajagwire's floppy tip separated. The fragment was not removed from the patient. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a hydrajagwire was used during a procedure performed on (B)(6), 2010. According to the complainant, the physician attempted to place a non-bsc stent in the pancreatic duct. Before the non-bsc stent was out of the scope, the physician noted that the hydrajagwire's floppy tip separated. The fragment was not removed from the patient. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Visual inspection of the returned device found that both tips exhibit evidence of being present, intact, and properly coated. When hydrated, the coating felt smooth, consistent and lubricious. It was noted that the ptfe sheath surface exhibited evidence of being damaged thereby exposing the core wire in several locations. Upon closer examination, the ptfe jacket surface indicates that the coating surface had come into contact and/or rubbed against a heated object dissipating several sections. Except where noted, the specimen appears visually correct, the incident device does not present any indication of manufacturing defect or anomaly. Based on the evidence presented by the returned incident device, there is a high likelihood that the most probable cause for the damage was caused or contributed by another device. Clinical practice or procedures may have impacted the event as reported. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A lot history search was performed and found no other complaints against the reported lot number. (B)(4).